Event description:
Reporter alleged blood glucose measured 413 mg/dl at 9:02 am back to back with a result of 300 mg/dl taken at 9:03 am. It was stated several weeks later, a back to back test indicated a result of 102 mg/dl was compared to a result of 217 mg/dl when testing was performed within 2 minutes of each other. Reporter stated no actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.